Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the pump is starting to do ¿funny things sometimes¿. There was no allegation of an adverse event. Animas was unable to contact the reporter for additional information. This complaint is being reported due to non-specific allegation of a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 5/2/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: unable to duplicate "pump is doing funny things sometimes". No defect was found. Last basal delivery was on (B)(6) 2015 at 12:26am, reported date from (B)(6) 2014 is overwritten, no activity outside of normal use is observed, tdd add up and reflect the programmed basal rate target. ¿ez-prime¿ steps were performed correctly; test boluses were correctly delivered and recorded in the pump history, the pump reflected 24u after a 24hr on 1u/hr duration test, the product delivers within spec. The pump¿s cover was removed, no intermittent condition was found to the circuit board or to the radio frequency module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.